Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant had placed an impella cp for a st-segment elevation myocardial infarction patient. The pump was supporting when there was a gastrointestinal bleed. The bleed prompted the team to remove heparin. The purge had no heparin in the fluid. The pump remained on for a total of 27 hours til wearned and explanted.